Manufacturer narrative:
The received device had the cannula assembly deployed. Investigation of the device found that the spring latch failed to release the clutch spring during the priming sequences. This issue prevented the clutch spring from engaging with the tube nut and resulted in a failure of the device to deliver insulin. No other damages or manufacturing deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours on the back. As treatment, a manual injection of insulin was delivered and a new pod was applied.